Event description:
It was reported the procedure was being performed on a male patient in radiology. The physician placed the thoracentesis catheter without incident and wanted to get an x-ray of the patient during the case and so they moved him. At which time, the physician believes the patient laid or sat on the catheter causing a pneumothorax. As a result, the catheter was removed and the physician inserted a chest tube with heimlich valve when the pneumothorax didn't resolve. The patient is okay. They do not know if this caused a delay in treatment and there was no patient death reported.

Manufacturer narrative:
(B)(4). The device was discarded.